Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited low impedance. It was noted that it was unclear whether it was low pacing impedance or low high voltage impedance. Also, sensing and capture threshold were reported to be normal and noise was not present on the lead. It was suspected the right ventricular lead may be damaged. No interventions or patient consequences were reported.